Event description:
Same case as #6000089-2005-00077, 6000089-2005-00067, 6000093-2005-00078. It was reported that 4 days after a drug coated stenting procedure the pt complained of hypersensitivity and required a re-intervention. In 2004, the lesions being treated were located in the left anterior descending (lad). The lesion being treated was a 3.0 mm 80% stenosed mid lad. The lesion was predilated. The physician placed a taxus express 8.8% 3.0 x 12mm drug eluting stent. The next lesion was located in the ramus. The lesion being treated was 3.0 mm 80% stenosed, and was not predilated. The physician placed a taxus express 8.8% 3.0 x 16mm drug eluting stent. The next lesion was located in the mid right coronary artery (rca). The lesion being treated was 2.75 mm 90% stenosed, that was predilated. The physician placed a taxus express 8.8% 2.75 x 12mm drug eluting stent. The next lesion was located in the proximal rca. The lesion being treated was 3.0mm 80% stenosed that was predilated. The physician placed a 3.0 x 8mm drug eluting stent. The pt was discharged the next day on aspirin and plavix. Three days later, the pt experienced sinus arrest with junctional rhythm and fatigue with a moderate reaction, thought to be drug related, cardizem being the drug in question. The pt experienced fatigue. Hypersensitivity abated when the drug was stopped. The pt was discharged two days later.